Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 bubble detector was found to have deflated cushions. This issue was discovered by a sorin group field service representative during service. There was no patient involvement. The service representative replaced the bubble sensor and performed a functional check and trial run. No further issues were discovered. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 bubble detector was found to have deflated cushions. This issue was discovered by a sorin group field service representative during service. There was no patient involvement.